Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a burned camera cover and distal end. There was no patient involvement.